Event description:
During an initial implant procedure, it was reported the physician had difficulties implanting the lead. After several failed attempts the physician elected to replace the lead and a new lead and was successfully implanted. The patient condition was stable.

Manufacturer narrative:
The reported event was ¿the electrode of 7170q could not be in place after several attempts¿. As received, a complete lead with stylet inserted was returned in one piece. Analysis was normal. No anomalies were found.